Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on 9-nov-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. Fse ordered a new computer to be sent to customer. The customer installed new computer. On 11-nov-2015, customer indicating that new computer was not working. On 13-nov-2015, fse arrived onsite and verified issue, then put the original computer back in the system and started it. The unit came up normally. Fse then changed the keyspan driver mapping to geographic. Fse removed the hard drive to get patient information off of it and updated the software to 5.23. The customer calibrated and ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was keyspan driver settings incorrect.

Event description:
On (B)(6) 2015, a customer reported his communication with di stopped working, asking for the settings for rps with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.